Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was over 483 mg/dl at the time of the incident and the current blood glucose level was 400 mg/dl. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer was not admitted into the hospital as a result of the high blood glucose. The customer did not experiences any symptoms related to the high blood glucose. The customer declined the troubleshoot for the high blood glucose. The customer was treated with the bolus. The customer stated that insulin pump gives the no delivery alarm. Troubleshooting was performed for the no delivery alarm and the insulin was exited. The insulin pump will not be returned for analysis.